Manufacturer narrative:
The chronic model# 4543 lead was surgically capped and abandoned due to pacing not delivered when required. It appears that the lead may have been fractured two years ago. The investigation will be updated should further information be provided.

Event description:
It was reported that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2019.